Event description:
At prep, as the doctor attempted to control the catheter and inject contrast, the contrast came back at the top of the catheter. The doctor indicated that there had been no blood/contrast exchange because he used the seldinger technique. The catheter was replaced with a new one and the procedure was performed. There were no adverse effects to the patient reported.